Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was delayed in response and intermittently unresponsive. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 02/11/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on testing, the audio bolus button had normal response. The cover was removed from the audio bolus button for investigation and revealed contamination inside the bolus button. Testing was unable to confirm or duplicate the complaint.